Event description:
Info received indicates the foot of the bed is drifting.

Manufacturer narrative:
The tech removed the foot hi/low check valve from hydraulic block, cleaned and reinstalled it. The foot hi/low did not drift.